Event description:
It was reported that this previously capped right atrial (ra) lead was explanted due to infection. No additional patient effects were reported. This report reflects info received by FDA in the form of a notification per 803.22 (b)(2).